Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to latch) has been confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector was cracked and unable to make a secure connection with the monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to securely latch to a monitor.